Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed assessed as surgical impact. (Shell thickness was within specification). Observed 1 opening assessed as surgical damage. Lump/nodule ¿ ndr: unable to observe as it is not related to the device. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "extracapsular silicone implant rupture". Physician also reported a "hypoechoic, smoothly marginated left breast mass at the 12:00 likely represents a fibroadenoma" deemed not device related. The device has been explanted.

Manufacturer narrative:
Initial reporter email: (B)(6). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "extracapsular silicone implant rupture".

Event description:
Healthcare professional reported left side "extracapsular silicone implant rupture". Physician also reported a "hypoechoic, smoothly marginated left breast mass at the 12:00 likely represents a fibroadenoma" deemed not device related. The device remains implanted.